Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 484 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also state that insulin pump had power error detected alarm and customer was able to clear the alarm and rewind the insulin pump. The customer also report the notification light did not immediately stop flashing. The insulin pump will not be returned for analysis.